Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported a malfunction causing the loss of mechanical ventilation during a case. There was no report of patient injury.